Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 09/25/2017, however the correct date is 10/16/2017. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Customer declined quote of part replacement and opted to put system back into use and to help determine a plan going forward. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the system was powering down intermittently during cases. No additional information was provided.